Event description:
Reporter noted vitrectomy probe cutting slowed then stopped after 10 seconds. Changed probes with no improvement, then switched out unit to complete case. No injury occurred, but case was delayed for 45 minutes. Felt this could cause injury if it recurs.